Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A surgery was performed with the incore lapidus system on an unknown date, and it was reported that one of the screws broke sometime after the surgery. Per the reporter the broken screw could be either a 32mm, 34mm or 48mm 3.5 incore lapidus comperssion screw. On (B)(6) 2020 the incore lapidus system was explanted. No patient complications were reported from the removal surgery.